Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found no significant anomaly. The implantable neurostimulator had reduced battery capacity due to overdischarge. After recharging, there was good stable output from the implantable neurostimulator and it passed the final functional test on the automated test console. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient had the implantable neurostimulator explanted. The reason for explant was not known. The indication for use was spinal pain. No patient symptoms reported. No further complications were reported/anticipated. Indication for implant was post lumbar laminectomy syndrome.

Manufacturer narrative:
Other applicable components are: : product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type lead product ID neu_tlock_anchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_tlock_anchor lot# serial# unknown implanted: explanted: product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins system was explanted on (B)(6) 2016 due to "scs is not working adequately" and that the "battery is dysfunctional." No further complications were reported/anticipated.